Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified coronary artery. A 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, it was noted that the stent had fractured as the middle strut was sticking up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were damaged on the 4 central stent strut rows of the stent with stent struts lifted from their crimped stent positions. The undamaged section of the crimped stent outer diameter (od) was measured and result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified coronary artery. A 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, it was noted that the stent had fractured as the middle strut was sticking up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.